Manufacturer narrative:
(B)(4). Eval of the transducer will be included in a follow up report upon its return.

Event description:
Customer reported articulation problems with the tip of the tee transducer. This was discovered prior to use and the tee was taken out of service. No pt injury occurred.